Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/17/2014 with the following findings: display lens is scratched. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a scratched display lens. This report is made based on the results of an investigation completed on 09/17/2014.